Event description:
It was reported that the programmer's touch pen was unable to select applications, tasks, functions, etc. When the touch pen was put on the screen, the arrow was about three inches away. Calibration and replacement of the touch pen were unsuccessful. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Stylus selects as required. Tab on power cord bay door is broken.